Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for epigastric symptoms and their device was "beeping" three times. The right ventricular (rv) lead exhibited high and rising defib impedance. The lead alert limit was increased and the patient will be monitored. No further patient complications have been reported as a result of this event.